Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was not reproducible. No additional intervention was performed at this time to resolve the event. The patient was stable and will continue to be monitored.